Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The driveline remains implanted. Review of the manufacturing documentation confirmed that the associated driveline met all requirements for release. On-site inspection revealed that the previous strain relief repair was coming loose. A driveline strain relief repair was completed to mitigate the reported conditions. The most likely root cause of the strain relief damage is abnormal bending during use. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that via phone call that the patient was in for a routine clinic visit regarding the patient's driveline. He has had many sheath repairs in the past involving the entire external portion of his driveline. It was noted that the previous strain repair was coming loose again. A driveline strain relief repair was performed by the engineer.  No further information was provided.